Event description:
It was reported that a sitter select alarm had a battery door damaged and needed replacement. No pt injury reported.

Manufacturer narrative:
Battery door is damaged. Eval results: inspection shows that the battery springs inside the battery compartment are loose. This would be caused by being dropped.